Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator had a loss of communication issue. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
(B)(4) a covidien field service engineer inspected the device and was able to verify the reported condition. They replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The ventilator passed self-testing and is ready for use.